Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported to the distributor on (B)(6) 2014 to report that she removed the lifevest due to a skin irritation under the te pads and garment shoulder straps that caused her skin to blister. The patient reported that she had lupus and when she removed the garment it ripped some of her skin off. The patient reported that her skin started to blister after using tide to launder the garment. The patient reported that she bathes in johnson's foot soap which relieves the itching. There was no alleged device malfunction. There is no indication that the patient required medical intervention. The final medical outcome of the irritation is unknown.